Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice and food. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.